Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 04-dec-2017 and was reported by a consumer and describes the occurrence of abdominal pain ("recurrent abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced burnout syndrome ("burn out"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful and abundant menstruations (up to 3 weeks)"), menorrhagia ("painful and abundant menstruations (up to 3 weeks)"), abdominal pain lower ("contractions"), loss of libido ("loss of libido due to pain"), migraine ("migraines"), vomiting ("vomiting"), rash ("skin rash"), chest pain ("chest pain"), dry eye ("ocular dryness"), visual impairment ("vision decreased"), fatigue ("very significant fatigue"), speech disorder ("speech difficulty") and disturbance in attention ("concentration difficulty"). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, abdominal pain lower, loss of libido, migraine, vomiting, rash, chest pain, dry eye, visual impairment, fatigue, burnout syndrome, speech disorder and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, burnout syndrome, chest pain, disturbance in attention, dry eye, dysmenorrhoea, fatigue, loss of libido, menorrhagia, migraine, rash, speech disorder, visual impairment and vomiting with essure. The reporter commented: the events occurred from 2014 to 2017. Diagnostic results: various blood tests, x-ray, ultrasound, investigation for autoimmune disease. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-dec-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.768 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.